Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during a cholecystectomy while doctor was closing the cystic duct, doctor squeezed the trigger to get clip on closure and didn't work, one clip scissored and the other get out in 2 clip attached. They tried till a good clip come out. Additional information received from applied medical representative via email on 18mar26: both units were used during the procedure and both malfunctioned. Both devices belong to the same lot 1558940. The action was going to clip the duct. The tissue was the cystic duct. The clip closed over regular tissue. The jaws located completely around the vessel or structure to be ligated in the right way on the cystic duct. The jaws wasn't torqued on vessel or tubular structure. The surgeon d not skeletonize the tissue with the jaws. They don¿t pre loaded. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. The surgeon when he actuated the squeeze on cystic duct, the clip scissored one, and the other came out double so the first clip scissored was took off from the cystic duct using a \[competitor device]". The other one didn¿t attached because was double. Clip wasn¿t stuck in the jaws. No doctor said there wasn¿t any weird feeling on the trigger. Intervention: trying till a good clip come out. Patient status: patient is good.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.